Event description:
Zoll life vest 4000 inappropriate defibrillations every few minutes. Detecting false vtach. Was not working correctly. Causing unneeded shocks to conscious elderly patient. Zoll life vest 4000 defective. FDA safety report ID# (B)(4).